Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that there was an inaccurate in the case. They were navigating and had verified registration and felt accurate. 30 minutes into the procedure they were navigating with the stylet and now they were inaccurate by 1cm. They checked and were inaccurate with all the instruments. They had a large retractor in the field, but even when removed were still inaccurate. They went back to registration, and the metric was showing 79. Troubleshooting involved checking the tracker under the drape and it had not moved. They re-registered and were able to proceed with a 20 minute delay. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.